Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm voluma® xc had the "needle pop off" and the product "spilled over the patient." Patient contact was made, but no injury occurred to patient, staff, or injector. The packaged needle was used and this was the initial use of the syringe.

Event description:
Healthcare professional reported during injection, one syringe of juvederm voluma xc had the "needle pop off" and the product "spilled over the patient." Patient contact was made, but no injury occurred to patient, staff, or injector. The packaged needle was used and this was the initial use of the syringe.

Manufacturer narrative:
Visual analysis of the device indicates no defect.